Event description:
It was reported that during eri gen change, fluoroscopy indicated potential externalized conductors. Electrical noise was also observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received internal insulation abrasion was found at 13.3cm-14.4cm from the distal tip. The etfe coating of the conductors was intact the abrasion site. A complete analysis could not be performed without return of the entire lead. The returned portion exhibited normal electrical characteristics.